Event description:
Attorney advised the pt was implanted with a 13mm universal femoral nail 400mm on an unk date. Post operative the nail 'failed' and was removed on an unk date.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.